Event description:
It was reported that during a lap gastric bypass, the device was loaded with the white cartridge and closed to insert through the trocar. The surgeon opened the device inside the patient's abdomen and the cartridge fell out of the jaws. The jaws were being opened, not fired on tissue. The surgeon went to retrieve the cartridge, it was sitting on the omentum, the metal encasing and the cartridge separated from each other, it fell apart. All pieces were able to be retrieved however it took approximately an additional thirty minutes to remove the pieces through the trocar. Another device and reload was used to complete the procedure. There was no adverse consequence to the patient reported. One reload will be returned, the device was discarded. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.